Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 215mg/dl. The expected fasting blood glucose test result range is 110 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is 06/08/2017. The meter memory was reviewed for previous test result history: 166mg/dl (B)(6) 2017 04:30 pm fasting: yes; 143mg/dl (B)(6) 2017 08:48 pm fasting: yes; 154mg/dl (B)(6) 2017 08:33 pm fasting: yes; 215mg/dl (B)(6) 2017 12:49 pm fasting: yes; 130mg/dl (B)(6) 2017 08:21 pm fasting: yes. Customer is calling regarding high results she is receiving. She said she went to her physician as a regular visit and compared results with physician. She does not recall the results she obtained with the physician but she remembers her reading was about 22 mg/dl above what appeared on the glucose meter.